Manufacturer narrative:
Manufacturing evaluation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The infection was resistant to unspecified, prescribed antibiotics and the patient was placed on hospice care. The patient remained ongoing on heartmate ii lvas device until(B)(6) 2019, when the patient was found expired at home. A specific cause of death was not determined; however, the death was not considered to be device related and the lvad had operated as expected. It was reported that the pump was not explanted and would not be returned for evaluation. The hmii lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides information regarding how to prevent infection.

Manufacturer narrative:
Previous chronic driveline infection reported under MFR # 2916596-2016-00902. Approximate age of device - 3 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had chronic pseudomonas driveline infection that was resistant to antibiotics. The patient expired at home on hospice care on (B)(6) 2019. The device was not explanted and will not be returning. No further information was provided.